Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 diathermy was not operational. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No signs of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An transection capability test was performed over five (5) repetitions using max life test method . The device activated and transected tissue five (5) times with no cautery failure observed. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure mode "failure to cut" but was confirmed for the analyzed failure mode "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 diathermy was not operational. A replacement device was used to complete the procedure. The hospital did not report any patient effects.